Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation of the cardiac resynchronization therapy pacemaker (crt-p), while the interrogation head was over the device, the patient's heart rate went to 16 beats per minute (bpm) then 32 bpm. When the interrogation head was removed, the pacing was normal. A new programmer was attempted with the same result. The crt-p remains in use. No further patient complications have been reported as a result of this event.